Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator round snare was used in the large intestine during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to perform cold polypectomy; however, the snare failed to cut the polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results visual evaluation of the returned device showed no failure. Functional testing was performed, and the device passed the retroflex test, it extends and retracts within specification; and it also passed the electrical test, as the resistance measure obtained was within specification. The complaint was not confirmed, evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator round snare was used in the large intestine during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to perform cold polypectomy; however, the snare failed to cut the polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.